Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. All manufacturing processes and procedures were performed as required during the production run of the reported complaint lot. As a result of the investigation, there were no deviations or events identified that could have led to the reported complaint events, therefore, a specific root cause associated with the manufacturing process was not identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by non-healthcare professional stated that the consumer experienced burning, stinging, eye pain, tearing, red eyes, blurry vision, and the consumer has also experienced ulcer. The consumer had visited emergency room. The treatment regimen includes drops starts at morning one drop sodium hyaluronate and trehalose ten min, one drop prednisolone ten minutes, one drop ciprofloxacin ten minutes, one drop gel, every hour one drop trehalose, sodium hyaluronate, at twelve one drop trehalose, sodium hyaluronate for ten minutes, one drop prednisolone for ten minutes, one drop ciprofloxacin every hour, trehalose, sodium hyaluronate at four pm one drop trehalose, sodium hyaluronate for ten minutes and one drop prednisolone each ten minutes, one drop ciprofloxacin ten minutes, one drop gel every hour one drop, trehalose, sodium hyaluronate at evening eight pm, one drop trehalose, sodium hyaluronate ten minutes, one drop prednisolone ten min, one drop ciprofloxacin one drop every hour trehalose, sodium hyaluronate at night twelve am, one trehalose, sodium hyaluronate every ten minutes, one drop prednisolone ten minutes one drop ciprofloxacin ten minutes one drop of gel. The status of the consumer¿s eye's is recovering, not fully recovered at the time of this report. Additional information has been requested however not yet received. As per follow up information received in the medical record the consumer was presented with the diagnosis of bilateral corneal ulcer secondary to contact lens use. The condition was treated with abundant lubrication in the form of drops and gel, along with antibiotics and anti-inflammatory medication. A follow-up was conducted after five days, showing a clear improvement, but with persistence of superficial punctate keratopathy without the presence of ulceration. Currently, upon examination, consumer's visual acuity was represented as right eye with 20/50, which was corrected to 20/20, and with refractive correction, reached to 20/15, for left eye it was 20/70, which was corrected to 20/25. Intraocular pressure was 12 mmhg in both eyes. The anterior chamber was formed, the cornea was clear, and there was no presence of corneal ulceration or superficial punctate keratopathy. No cellularity, no rubeosis, and no afferent pupillary defect. The crystalline lens was transparent in both eyes. Upon fundoscopy with retina applied, the foveal reflex is present, the optic disc appears orange with forty percent of the disc area visible, and the rest was without alterations in both eyes. The physician provided the prognosis as good. It was recommended to wait for at least four to five months before gradually and carefully resuming contact lens use. Based on follow-up information received, it has been confirmed that the consumer was using the company's contact lenses at the time of the bilateral corneal ulcer incident. Additional information has been requested however not yet received.